Event description:
The customer reported the unit comes on when plugged in, but when they fluoro, they get no image.

Manufacturer narrative:
The service rep troubleshoot problem to a pushed pin in lemo connector caused by misalignment of worn interconnect cable. The rep ordered and replaced both lemo and interconnect cables. The rep tested both cables with 10 power ups along with 10 live fluoro shots with no problems. C-arm system functions as intended with no errors or problems.